Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, an alert was seen that patient notifier was delivered due to high hv lead impedance. Impedance values were measured in the clinic and were normal. Patient notifier was reactivated. Patient to be monitored.